Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusion), h10. Additional contact details: contact person name: (B)(6). Contact person occupation: (B)(6). Event site state: (B)(6). It was reported that the device the cs300 intra-aortic balloon pump (iabp) failed battery run test during ppm. The customer and the quote has not been accepted as yet. There no information available for part replacement. There is no patient involvement. Despite gfes (good faith efforts), no response has been received regarding any repair or the status of the iabp. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) unit failed battery run test. There was no patient involvement.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).